Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the hcp was concerned that there was an infection or malfunction regarding the pump. The hcp had attached a photo of the patient¿s abdomen as they received permission obtained by the pa and from the patient¿s family to share. It was further reported that the patient was admitted to a hospital on (B)(6) 2019 and was intubated on an IV drip. The patient had a red circle around his pump. It was noted that they can¿t tell if the patient has spasticity and it looked like there was an infection around his pump. The patient was described as being really sick. The company representative was questioning (in general) if patients in withdrawal always have elevated cpk. It was indicated that they did not know the specific drug concentration, but they were almost sure the concentration of the lioresal in the pump was 2000 mcg/ml and they believed the dose rate was around 600 mcg/day. The patient was currently on pressors, was intubated, and was on antibiotics. The hcp was considering how they could further evaluate or test the pump or any further management. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the critical care physician believed it was an infection because the patient had a positive response to intravenous antibiotics. It was further noted that they believed the infection was not from the pump since the pump was implanted more than a year prior, but the infection travelled to the pump site. The patient¿s weight at the time of the event was unknown. Regarding the current status of the device, the company representative indicated that despite a few attempts they were unable to obtain if the device was explanted or not. The information was noted as having been confirmed with the intensive care unit physician. The company representative gave them the names of the neurosurgeons at the same facility. The company representative was not sure which neurosurgeon treated the patient and had left messages for them about this patient but received no reply.